Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and upon door opening, a misalignment of the rotor alignment was confirmed. Rotor offset calibration was performed to adjust, and the work was completed. B01,c07,d02,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical vertebra procedure. It was reported that during door closing, it stopped midway and stopped opening and closing operations and the procedure was completed using the system after adjusting the rotor position. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.